Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the tick and menu button on the infusion device are not working. Had pt change the battery in the infusion device but this caused an e8 (power interrupt) error message which pt was unable to confirm due to the button on the device not responding. No further info is available. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.